Manufacturer narrative:
The lens was returned in liquid in a cartridge case. Visual inspection found one haptic torn. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a 12.6mm micl12.6 implantable collamer lens, -11.5 diopter, was torn during the loading process, as the lens was being pulled through the cartridge. There was no patient contact and the backup lens was implanted with no problem. The reporter indicated the cause of the event was unknown.